Event description:
It was reported patient underwent total shoulder arthroplasty utilizing a bone tunneling cartridge on (B)(6) 2013. During the procedure the cutting head dislodged from the cartridge during attempted use. Patient did not retain a foreign body.

Manufacturer narrative:
Review of device history records show that all three lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not apply excessive pressure on trigger mechanism while drilling. Fracture of the guide arm or drill assembly is possible." Evaluation determined product left biomet meeting specification. Three additional devices from this lot were evaluated and no nonconformances were found. Evaluation suggests improper technique was used. The surgical technique states: "do not aggressively advance the cutter heads into the bone or attempt to create a complete tunnel with one continuous trigger motion. This will damage the cutter heads, flexible shafts, and drill guides. This action may also cause the cutter heads to overheat and thus prevent them from retracting from the prepared tunnel properly."